Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and had been urinating all night and day. The patient mentioned that had been ¿peeing hour on hour¿ and that it hurt but then they later stated the ¿hurting¿ went away. They stated that with the device on or off or with any adjustment, they did not seem to be getting relief. The issue was reported to have started in the last several nights (2019). Their healthcare professional (hcp) told them to contact the manufacturer and to change programs. Using the programmer, it was determined that the stimulation was on. The patient was walked through changing to program 2 at 1.0 volts where they felt comfortable stimulation in the correct bike seat area (felt in their hip area). Troubleshooting resolved the issue. Therapy considerations were reviewed with the patient. Then on 2019-apr-17 additional information was received from the consumer. The patient reported they needed a new urologist. They mentioned said they had six mesh surgeries in which they had to cut out the mesh and got 90% of it out. Patient was afraid the mesh has slipped down into the bladder. Patient reported something was wrong with it as they were peei ng all night. They said they were going every hour on the hour starting around 3am or so. Patient said through the day it wasn't so bad. It starts when to they go to sleep. During the call they checked settings showing patient was on program 2 at 0.3v. Patient said they turned it down some time this morning as they had it on 1.1v. It was reviewed the body can't respond that quickly and for them to give it some time for the change. Patient increased stim back to 1.2 volts where they could feel the stim. Moreover, patient reported that because they had been peeing so much, their skin was so dry and powdery this morning. Their skin got wrinkly, and they had been having burning and pain suddenly. Patient noted they were taking antibiotic for the burning and pain. No further complications were reported or anticipated.

Manufacturer narrative:
Correction supplemental to change product problem to adverse event. If information is provided in the future, a supplemental report will be issued.